Event description:
It was reported that the customer's insulin pump was making a long ringing sound and the customer was reportedly hospitalized with unstable blood glucose, which was at 3.9 mmol/l when she was admitted. The pt was unconscious. The drive support cap appeared normal. The most recent infusion set change had occurred on (B)(6) 2014. The pt was disconnected during the rewind prime sequence. The customer's insulin type was rapid acting with concentration u100. Programming, daily totals, and bolus history were reviewed. Further troubleshooting was declined. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.